Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was allergic to the implant material causing patient persistent itching. As a result, patient underwent surgical intervention wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.